Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up MDR will be submitted.

Event description:
The customer experienced instrument errors and received questionable results for n-terminal pro b-type natriuretic peptide (probnp), prostate-specific antigen (tpsa) and vitamin b12 (b12) on the additional e module analyzer. The user said 36 erroneous results were generated, but only provided results for 11 patient samples which gave discrepant results. The patient samples were repeated on (B)(6) 2010. Patient sample 1, the initial result for tpsa gave 0.74 ug/l. The repeat result gave 1.9 ug/l. Patient sample 2, the initial result for tpsa gave 1.3 ug/l. The repeat result gave 3.3 ug/l. Patient sample 3, the initial result for tpsa gave 0.64 ug/l. The repeat result gave 1.5 ug/l. Patient sample 4, the initial result for tpsa gave 0.72 ug/l. The repeat result gave 1.6 ug/l. Patient sample 5, the initial result for tpsa gave 0.39 ug/l. The repeat result gave 1.1 ug/l. Patient sample 6, the initial result for probnp gave 854 ng/l. The repeat result gave 2270 ng/l. Patient sample 7, the initial result for probnp gave 232 ng/l. The repeat result gave 486 ng/l. Patient sample 8, the initial result for probnp gave 3730 ng/l. The repeat result gave 8350 ng/l. Patient sample 9, the initial result for probnp gave 89 ng/l. The repeat result gave 240 ng/l. Patient sample 10, the initial result for b12 gave 1480 pmol/l. The repeat result gave 607 pmol/l. Patient sample 11, the initial result for b12 gave 1160 pmol/l. The repeat result gave 349 pmol/l. The initial results were reported outside the laboratory. The repeat results were considered the correct results. No adverse events have been alleged regarding these discrepancies. The reagent lot numbers for probnp, tpsa and b12 were not provided. The field service engineer found a cracked sipper tube inside the connector of extra wash sipper and repaired the connection. The customer reported the instrument was working correctly after the service visit.

Event description:
The home patient (hp) was in dwell 2 of 4 and stated that she was asleep when an alarm went off. When she woke, she noticed that the supply bag had fallen and disconnected. The technical service representative (tsr) had the hp) close the transfer set and explained to the hp that the alarm indicates a large amount of air has entered the cassette. The tsr had the hp cycle the power and explained to the hp that therapy has ended. The tsr advised the hp to start over with new supplies or do a manual exchange. The tsr advised the hp to contact the peritoneal dialysis (pd) registered nurse (rn) to inform of the alarm. The tsr assisted the hp to disconnect. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 2 of 4 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).